Event description:
New information received notes that no action was taken. Physician decided to monitor the patient with merlin.net before taking further action.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that high pacing lead impedance and increase in threshold was observed. Patient was asymptomatic. Further testing was recommended.

Event description:
New information received notes that the patient's condition was fine during and post procedure.

Event description:
New information received notes that the lead was capped and replaced on (B)(6) 2017.